Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left hip will be revised in the near future. Patient indicated the implant was getting lost and got depleted. No further information available.

Manufacturer narrative:
D10 concomitant devices: 101-05-20 - 3.2mm drill bit 20mm 1pk: 5381162; 136-36-52 - nv gxl lnr, +5lat, 36mm g2-52/54mm cups: 3873814; 170-36-93 - biolox delta fem head 36mm od, -3.5mm: 5569548; 180-65-20 - alteon 6.5mm screw, 20mm: s003719; 186-01-54 - integrip cc, cluster 54mm, g2: 5568168; 190-31-04 - alt ha s clr ext sz 4: 4896699. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.